Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return on an entire lead, a complete analysis could not be performed.

Event description:
It was reported that an asymptomatic patient presented to or for device changeout due to normal eri. Externalized conductors were observed. Increased impedance, still within range, was noted. The lead was explanted and replaced. The patient's condition is good.